Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A new prescription form has been received for a revision due to aseptic loosening. It is further reported that the patient has a mets distal femur in situ.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as pre- operative x-rays and the primary operative report as well as patient history, follow up notes and device lot numbers or product codes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. It is reported that a revision procedure was completed with no reported complications. It is further reported that the explanted devices will not be returned to siw. Siw will continue to monitor for trends.

Event description:
A new prescription form has been received for a revision due to aseptic loosening. It is further reported that the patient has a mets distal femur in situ.